Event description:
Reporter received of no audible alarm. During routine preventative maintenance testing by the user facility's biomedical engineer, the pump did not sound an audible alarm tone and did not sound an audible "chirp" when the keys were pressed. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was received.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.